Manufacturer narrative:
Section b3: date of event is estimated. Section d6b: exact date of explant is unknown.

Event description:
It was reported that patient experienced an infection at lead the lead and ipg site. Surgical intervention was undertaken wherein the system was explanted to address this issue.

Manufacturer narrative:
A patient experienced an infection at lead the lead and ipg site was reported to abbott. Surgical intervention was undertaken wherein the system was explanted to address this issue. As a result, a device history record was performed to review and confirm the sterility of devices. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.